Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva blood glucose result of "estimate 300" mg/dl without having washed her hands. She washed her hands, retested at 112 mg/dl within 5 minutes on the same system. Reported no adverse event relative to discrepancy. Customer has used and discarded strips that were used in this comparison, replacement sent.